Event description:
The customer reported the device shutdown unexpectedly on a pt.

Manufacturer narrative:
(B)(4). The customer reported the device shutdown unexpectedly on a pt. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.